Event description:
It was reported that a patient underwent an atrial flutter ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis and drain placement. At the beginning of the case, the medical tema checked for effusion and there was none. They were ablating in the left atrium as well as the coronary sinus (cs) to do the lateral mitral isthmus line. The anesthesiologist noticed the pressured had dropped through the arterial line. The medical team checked for an effusion and there had been one after they finished ablating. The assumption is that there was a perforation in the cs with the ablation catheter but they don't know when it exactly happened. It was confirmed by ice (intracardiac echo). Medical intervention provided was a pericardiocentesis. The last known patient status was that they were in holding in cardiovascular recovery for a bit then transferred to the ICU. The medical team had to watch the drain they left in there and it was no longer venting. Patient has improved but required extended hospitalization. The patient was admitted to the ICU after the pericardiocentesis and held for a couple of days. The physician¿s opinion on the cause of this adverse event is the procedure.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).